Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8870, product type: software. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had heard a chime and did not know it was the pump until (B)(6) 2014 when she started going through withdrawal. However, no patient injury was reported. Upon interrogation, the physician programmer confirmed a motor stall and also noted ¿eri occurred replace pump by ???.¿ the pump logs provided further noted that several motor stalls and recoveries started to occur on (B)(6) 2014 with a stopped pump period may exceed tube set on (B)(6) 2014 at 11:25. In addition the ¿schedule to replace the pump by ??/??/???? ¿ was also confirmed. A dye study was performed which indicated the catheter was patent. Oral morphine was prescribed until the pump was replaced. The patient¿s spouse indicated the patient had just finished a round of chemotherapy and had computerized tomography (CT) scans and ultrasounds on her lungs but no magnetic resonance imaging (MRI) recently. The reason for the replacement of the pump was the pump stall/pump stopped. This device system delivered bupivacaine and morphine. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly involving shorting across the insulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had severe pain, diarrhea and vomiting. The issue was resolved and the pump was replaced on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.